Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise via a change in the intrinsic morphology. The patient was bathing at the time of the shock. Office testing found myopotential noise in the primary and secondary sensing vectors. The alternate sensing vector has a low amplitude signal. An x-ray was done and reviewed. Technical services discussed some programming options. The patient went home and was advised to restrict motion. There were no additional adverse patient effects. The system remains implanted.